Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not secure the connection between the line and the bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue that resulted in a leak. The patient stated that they made a mistake and did not tighten the connection to the bag enough and the bag came loose, resulting in a leak. The patient was connected and in fill for peritoneal dialysis therapy at the time of the reported event. The technical service representative assisted the patient with ending the therapy. The patient was going to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.